Event description:
Reporter noted patient had cataract surgery in 2005; inflammation four days post-op. Vitreous aspiration with injection of antibiotics; prolonged course of medications. Prognosis reported as good. Felt inflammation could be result of excessive ultrasonic energy.